Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 25-feb-2019. The most recent information was received on 30-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('excessive bleeding') and anaemia ('anaemia') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), abdominal distension ("abdominal swelling / swelling"), hypersensitivity ("allergy reactions"), abdominal pain lower ("cramps"), myalgia ("muscle pain"), back pain ("lumbago"), fatigue ("tiredness"), headache ("headaches") and sleep disorder ("sleep disorder"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, abdominal distension, hypersensitivity, abdominal pain lower, myalgia, back pain, fatigue, headache and sleep disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, myalgia, pelvic pain and sleep disorder to be related to essure. The reporter commented: she describes that essure was recommend by gynaecologist and they never explain the contraindications neither performed allergy test, even though she has a medical record of multiple allergies. She only had one consult of control 3 months after insertions were hysterosalpingography was performed without providing a relevant result. At the time of this report, the patient commented that essure, fallopian tubes and, if necessary due to remains of essure, the womb as well, was removed on (B)(6) 2019, by recommendation of her gynecologist. She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure properly visualised bilaterally. Fallopian tubes, not patent, and no contrast material leak into the peritoneum. Most recent follow-up information incorporated above includes: on 30-jul-2021: due to internal review this report was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2021-01540) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: result of hysterosalpingogram provided. Essure was removed. Comment was added: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Events added: sleep disorder. No lot number or device sample was received in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 25-feb-2019. The most recent information was received on 14-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('excessive bleeding') and anaemia ('anaemia') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), abdominal distension ("abdominal swelling / swelling"), hypersensitivity ("allergy reactions"), abdominal pain lower ("cramps"), myalgia ("muscle pain"), back pain ("lumbago"), fatigue ("tiredness"), headache ("headaches") and sleep disorder ("sleep disorder"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, abdominal distension, hypersensitivity, abdominal pain lower, myalgia, back pain, fatigue, headache and sleep disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, myalgia, pelvic pain and sleep disorder to be related to essure. The reporter commented: she describes that essure was recommend by gynaecologist and they never explain the contraindications neither performed allergy test, even though she has a medical record of multiple allergies. She only had one consult of control 3 months after insertions were hysterosalpingography was performed without providing a relevant result. At the time of this report, the patient commented that essure, fallopian tubes and, if necessary due to remains of essure, the womb as well, was removed on (B)(6) 2019, by recommendation of her gynecologist. She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: essure properly visualised bilaterally. Fallopian tubes, not patent, and no contrast material leak into the peritoneum. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority aemps (reference number: (B)(4)) on 25-feb-2019. The most recent information was received on 07-aug-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding") and anaemia ("anaemia") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiple allergies. Patient with no relevant personal history. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically important), anaemia (seriousness criterion medically important), abdominal distension ("abdominal swelling / swelling"), hypersensitivity ("allergy reactions"), abdominal pain lower ("cramps"), myalgia ("muscle pain"), back pain ("lumbago"), fatigue ("tiredness"), headache ("headaches") and sleep disorder ("sleep disorder"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, myalgia, pelvic pain and sleep disorder to be related to essure administration. The reporter commented: she describes that essure was recommend by gynecologist and they never explain the contraindications neither performed allergy test, even though she has a medical record of multiple allergies. She only had one consult of control 3 months after insertions were hysterosalpingography was performed without providing a relevant result. At the time of this report, the patient commented that essure, fallopian tubes and, if necessary due to remains of essure, the womb as well, was removed on (B)(6) 2019, by recommendation of her gynecologist. She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Information reported by the lawyer on behalf of the patient: - on an unknown date: the patient underwent implantation of the essure devices. The patient suffered damages and injuries resulting from the implantation of the essure device & the patient suffered damages and injuries resulting from the provision of healthcare. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2012: essure properly visualised bilaterally. Fallopian tubes, not patent, and no contrast material leak into the peritoneum. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-aug-2024: patient full name updated. New reporter (lawyer) added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female] excessive bleeding [bleeding genital] anaemia [anaemia nos] abdominal swelling / swelling [swelling abdomen] allergy reactions [allergic reaction] cramps [cramp in lower abdomen] muscle pain [muscle pain] lumbago [lumbago] tiredness [tiredness] headaches [headache] sleep disorder [sleep disorder] swelling [swelling] loss of sexual desire [loss of libido] isolation [patient isolation] angry reactions towards those closest to her [anger] anxiety [anxiety] depression [depression] abnormal uterine bleeding [abnormal uterine bleeding] dysmenorrhea [dysmenorrhea] peri-ovulatory pain [ovulation pain] asthenia [asthenia] case narrative: the below report was received by health authority aemps (reference number: (B)(4) on 25-feb-2019. The most recent information was received on 09-sep-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding") and anaemia ("anaemia") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiple allergies. Patient with no relevant personal history. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2366 days after essure insertion, she experienced abnormal uterine bleeding (" abnormal uterine bleeding"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically important), anaemia (seriousness criterion medically important), abdominal distension ("abdominal swelling / swelling"), hypersensitivity ("allergy reactions "), abdominal pain lower ("cramps"), myalgia ("muscle pain"), back pain ("lumbago"), fatigue ("tiredness"), headache ("headaches"), sleep disorder ("sleep disorder"), swelling ("swelling"), loss of libido (" loss of sexual desire"), anger ("angry reactions towards those closest to her"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), ovulation pain (" peri-ovulatory pain") and asthenia ("asthenia") and underwent patient isolation ("isolation"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and ovulation pain were resolving, the asthenia had resolved and the genital haemorrhage had not resolved. The outcomes for anaemia, abdominal distension, hypersensitivity, abdominal pain lower, myalgia, back pain, fatigue, headache, sleep disorder, swelling, loss of libido, patient isolation, anger, anxiety, depression and abnormal uterine bleeding were unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, anaemia, anger, anxiety, asthenia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, loss of libido, myalgia, ovulation pain, patient isolation, pelvic pain, sleep disorder and swelling to be related to essure administration. The reporter commented: she describes that essure was recommend by gynecologist and they never explain the contraindications neither performed allergy test, even though she has a medical record of multiple allergies. She only had one consult of control 3 months after insertions were hysterosalpingography was performed without providing a relevant result. At the time of this report, the patient commented that essure, fallopian tubes and, if necessary due to remains of essure, the womb as well, was removed on (B)(6) 2019, by recommendation of her gynecologist. She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Discrepancy noted in essure insertion date: (B)(6) 2012 on an unknown date: the patient underwent implantation of the essure devices. The patient suffered damages and injuries resulting from the implantation of the essure device & the patient suffered damages and injuries resulting from the provision of healthcare. The patient notes less pain, dysmenorrhea 6/10, and peri-ovulatory pain 5/10, secretory endometrium, fallopian tubes with slight mural congestion the bleeding has not changed; it is still very abundant. The asthenia has improved. On an unknown date: the patient was faced with this clinical situation of continued damage caused by the implantation of the essure. On an unknown date: the patient suffered physical and psychological damage, as well as days of temporary disability and hospital stay, from the time the essure device was implanted until its removal. The physical and psychological damage resulted from the removal of her organs in the public health system of the catalan health service for the removal of the devices, which involved the removal of both fallopian tubes. On an unknown date: four years after the implantation of the essure, the various symptoms produced since the implantation of the devices, the patient has been going to her primary care health center with symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2012: essure properly visualised bilaterally. Fallopian tubes, not patent, and no contrast material leak into the peritoneum; on (B)(6) 2012: a globular uterus with triangular morphology and no filling defects. Essure correctly visualized bilaterally, with no tubal patency or passage of contrast into the peritoneum. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-sep-2024: medical record received. New events swelling, loss of libido, patient isolation , anger, anxiety, depression, abnormal uterine bleeding, ovulation pain, dysmenorrhea, asthenia are added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding") and anaemia ("anaemia") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple allergies. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia (seriousness criterion medically significant), abdominal distension ("abdominal swelling"), hypersensitivity ("allergy reactions"), abdominal pain lower ("cramps"), myalgia ("muscle pain"), back pain ("lumbago"), fatigue ("tiredness") and headache ("headaches"). At the time of the report, the pelvic pain, genital haemorrhage, anaemia, abdominal distension, hypersensitivity, abdominal pain lower, myalgia, back pain, fatigue and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anaemia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, myalgia and pelvic pain to be related to essure. The reporter commented: she describes that essure was recommend by gynaecologist and they never explain the contraindications neither performed allergy test, even though she has a medical record of multiple allergies. She only had one consult of control 3 months after insertions were hysterosalpingography was performed without providing a relevant result. At the time of this report, the patient commented that essure, fallopian tubes and, if necessary due to remains of essure, the womb as well, would be removed on (B)(6) 2019, by recommendation of her gynecologist. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: without providing a relevant result.. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.